Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl and a high level of ketones identified as dangerous by healthcare provider. Reportedly, customer's continuous glucose monitor was not available and customer was not monitoring bg levels. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 7 hours later with the issue resolved and no permanent damage. System check by tandem technical support confirmed the pump was functioning as intended.